Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this newly implanted right ventricular (rv) lead presented to the emergency room (ER) after experiencing a syncopal episode. Upon review, an alert for rv automatic threshold as greater than programmed amplitude or suspended, along with rv intrinsic amplitude out of range, was observed. Rv undersensing was observed on the presenting electrograms (egm). This rv lead remains in service. No adverse patient effects were reported.